Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation confirmed the customer's reported issue as a cable connection could not be made into the universal and neutral ports due to damage/excessive chipping and stripping away from the front panel . The image displays black after powered on due to a loose embedded pc. The unit was repaired and generator passed all tests and all outputs met specification. A review of the generator's repair records indicated the unit was last serviced via repair on december 1, 2016. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service technician was informed that the customer high frequency electro-surgical generator was returned for service for a reported "universal cord port is damaged and needs repair" that was observed during maintenance. No patient injury or harm was reported to olympus. Upon inspection and testing, the generator was found to have a reportable malfunction, error e433 due to a faulty high voltage power supply (hvps) board.